Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated become aware date.

Manufacturer narrative:
Updated become aware date

Manufacturer narrative:
Removed historical data analysis from evaluation method code grid.